Event description:
The complainant alleged that during a routine shift check by a clinican, the device intermittently powers up with a green dot on the display. The complainant indicated that there was no pt involvement in the reported malfunction.